Event description:
Dexcom g6 experienced signal loss at 2:40 am and did not display readings again until 6:30 am, at this time there was a backlog of data that loaded. No errors/or alerts notified me of the signal loss at 2:40 am, and I did not know that my blood sugar had been climbing for 4 hours because of dexcom's faulty app/product.